Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 14-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they had burning pain in their leg wrapping around from the back to the front of the leg. The patient stated she needed to increase her voltage by 3v to feel stimulation again. It was unknown if any external or patient factors may have led to the issue. The patient was asked to schedule an appointment with their healthcare provider and let the representative know so they could evaluate the patient. The issue was not resolved at the time of the report. No device issues reported. Additional information was received from the patient. It was reported that from her ins implantation surgery on (B)(6) 2016 patient ended up with an infected stitch. The infection spread and one of her leads ended up infected and the patient only has one working lead. Patient is always in a little bit of pain since she only has one working lead. Since saturday night/sunday morning she is not getting therapeutic relief from her scs. Patient usually keeps her stimulation at 3.8 and she has turned her stimulation up to 6.7 and she is barely feeling the stimulation in her leg (the reason for her scs) but if she sits down it feel like it is "zapping her". Patient also feels pain at the site of her ins. Patient was redirected to their hcp. No further complications were reported.

Manufacturer narrative:
H6: coding applicable to product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type lead device codes: c53269 device codes: c62917 device codes: c63002 patient codes: c76143 patient codes: c50683 fdccodes: 67 fdmcodes: 4115 fdrcodes: 3221 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on (B)(6), 2020. The rep confirmed the following information with the physician/account. It was reported that the suture was what became infected, not the lead. The lead was removed as a precaution to prevent the spread of the infection because it was close to the infected suture. As of the rep's report on (B)(6) 2020, the infection had been resolved. As for the zapping that the patient was experiencing when sitting down, the cause was determined to be due to a slight lead migration, which was causing overstimulation. To resolve the zapping sensation, the pain and the loss of stimulation / therapeutic effect, reprogramming was performed. No further complications were reported or anticipated.